Event description:
It was reported that the user received an enter bg ¿ dosing stops soon alert shortly after starting a new libre 3 plus sensor. Having previously paired the prior sensor to the abbott app, which left the ilet without an active sensor until the new sensor was connected. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy with manual blood glucose entry during the sensor warm-up and no hospitalization. Investigation included review of device history and user report, verification of sensor warm-up time remaining on the pump, and user education on expected warm-up behavior and pairing requirements for exclusive sensor use with the ilet. Investigation of this case revealed that the alert occurred because the cgm was not yet paired and active on the ilet due to sensor warm-up and prior association with another device, consistent with sensor in use by another device and cgm not paired. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm pairing and workflow, with device performing as designed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.